Event description:
Medtronic received information from a literature article regarding non invasive predictors for infranodal conduction delay in patients with left bundle branch block after transcatheter aortic valve replacement (tavr). All data was collected from the (B)(6) registry between august 2014 and august 2020. Of the 151 patients included in the study population (predominantly female; mean age 82 years; median weight 71 kg), 29 were implanted with a medtronic transcatheter valve: corevalve (3), evolut r (5), or evolut pro (21). No unique device identifier numbers were provided. Thirteen peri-procedural deaths occurred and were excluded from the study analysis. One additional death occurred before follow-up due to non-cardiac causes. No statement was made suggesting a causal or contributory relationship between medtronic product and the deaths. Non-death adverse events included: unspecified need for valve-in-valve implantation; new onset left bundle branch block (lbbb) or prolonged his ventricle (hv) interval without the need for pacemaker implantation; and permanent pacemaker implantation after tavr due to conduction disturbances (high-degree atrioventricular block, lbbb, or prolonged hv interval). Medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
Citation: auberson c, et al. Non invasive predictors for infranodal conduction delay in patients with left bundle branch block after tavr. Clin res cardiol. 2021 dec;110(12):1967-1976. Doi: 10.1007/s00392-021-01924-w. Epub 2021 aug 26. Earliest date of publish used for date of event. Medtronic products referenced: corevalve (PMA# p130021, product code npt), evolut r (PMA# p130021, product code npt), evolut pro (PMA# p130021, product code npt). Earliest approved product used for product code and PMA#. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated information: b5. Additional information received from the physician/author stated that none of the 13 peri-procedural deaths were related to the corevalve, evolut r, or evolut pro. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated information: b5. Further information received from the physician/author stated that to the best of his and his co-authors knowledge, no medtronic device was directly related to any of the non-death adverse events. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.